Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient receiving baclofen (unknown dose and concentration) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that there was a pocket fill during a refill. The healthcare professional (hcp) performed a refill and swelling occurred at the pump pocket site, however reservoir was then successfully filled. The patient was currently at hospital being monitored. It was reported the only other symptom the patient was experiencing was "flopping around." The rep asked what bolus needed to be done to prime internal pump tubing since the hcp was unable to aspirate at catheter access port (cap). Technical services clarified this was not a new implant, drug and concentration have stayed the same so no bolus was necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient was not hospitalized, but he was being seen by a hospital-based clinic. With regards to the inability to aspirate the catheter, it was noted that they were unsure of the reason the catheter could not be aspirated because a cap (catheter access port) kit was used, and the pa (physician¿s assistance) felt that she was in the port.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot# (B)(6), ubd: 2024-09-08, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.